Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: this is a report about blood leakage with the use of tube. During blood collection, blood leakage from the gap between the stopper and the shield was observed.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: this is a report about blood leakage with the use of tube. During blood collection, blood leakage from the gap between the stopper and the shield was observed.

Manufacturer narrative:
H6: investigation: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to improper assembly as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode.